Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered on with a fully illuminated, clearly legible display screen. Investigation did not confirm or duplicate the complaint of a blank display screen and the pump was found to operating within the required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was blank, but confirmed the pump had power evidenced by the presence of audible tones and vibration. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.